Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a revision and fusion surgery on (B)(6) 2013 to ¿get more comfort in my right leg.¿ it was stated that the surgeon had to reposition the lead and implantable neurostimulator (ins) because they were not positioned correctly because the patient has an extra rib. It was noted that the patient was feeling stimulation in his rib cage. If additional information is received, a supplemental will be filed.